Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported worsening foggy vision following an intraocular lens (iol) implant procedure. The consumer had a retina peel two weeks post surgery that showed to be successful. However, he is now only able to see shadows. The lens remains implanted.